Manufacturer narrative:
Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information: investigation summary : the reported channel disconnect event was confirmed through the review of the logs and laboratory testing. Testing was able to replicate the reported channel disconnect by connecting all three pump modules on the left side of the pcu. Replacement of the suspect pump module right iui connector observed no further channel disconnect events occurring. Inspection of the suspect pump module (sn: (B)(6) found the left (female) iui was observed to have bent pin 15, and the right (male) iui connector was also observed to be corroded on multiple pins. The suspect pump module right iui had a date code of 04-13 (april 2013) making it 11 years old. A review of the pcu event log showed eight (8) channel disconnect events occurred on 8 may 2024 from 5:58 pm to 7:02 pm. The review of the pcu observed that pump module sn:(B)(6) was assigned to channel a, suspect pump module sn:(B)(6) was assigned to channel b and pump module s/n:(B)(6) was assigned to channel c. It was observed that the channel disconnect occurred on channels a and b, which both pump modules would lose power and be powered back on. The pump module assigned to channel c continued to infuse without interruption. At 7:02 pm, both pump modules that were on channels a and b were transferred to the right side of the pcu which reassigned all three pump modules: (sn:(B)(6) was assigned to channel a, sn:(B)(6) was assigned to channel b, and suspect sn:(B)(6) was assigned to channel c). No channel disconnect was observed after the pump modules were moved to the right side of the pcu. A review of the pcu error log showed error code 211.2000.0 occurring with suspect pump module (s/n:(B)(6) on the reported incident date of (B)(6) 2024 at 7:53 pm. It is suspected that this event resulted from the observed iui related issue. Testing was unable to replicate the observed error code. Bd alaris system channel disconnect tip sheet recommends inspecting the iui connectors prior to each use. If any surface contaminants (e.g., blue or green deposits), cracks, or other signs of damage are visible, this means the connector requires replacement. Use of damaged devices with damaged iui connectors can result in patient harm. Send all damaged devices to biomedical engineering for repairs. Bd issued a voluntary medical device recall notification, dated 30 june 2020, to address specific cleaning practices as it relates to the bd alaris system which contains the following notifications related to cleaning: best practices for cleaning bd alaris¿ system devices bd alaris¿ system cleaning audit bd alaris¿ system cleaning checklist bd alaris¿ system iui inspection quick reference bd alaris¿ system with guardrails¿ suite mx user manual addendum july 2020 as a result, the srd-783 cleaning requirements were updated to align with iec 60601.1 11.6.6 standards. The best practices for cleaning alaris system devices tip sheet recommends not allowing the cleaner to collect on the instrument and not using an oversaturated cloth during the cleaning process. Be sure to squeeze out excess liquid. Do not allow cleaning solutions to collect on the instrument. Residual buildup might cause the moving parts to become sticky and hinder their operation over time. Use a dedicated soft-bristle brush to clean the case to remove any visible residue. The brush may also be used to clean narrow or hard-to-reach areas. Do not allow the cleaner to collect on the instrument. The iui connector covers may be used to protect the iui connectors during the cleaning process of the alaris¿ pc unit and the alaris¿ modules. Medical device safety alert was sent out on 7 february 2022, warning facilities to only use bd-approved parts when performing corrective maintenance or repairs. The use of third-party parts can affect the safety and efficacy of the bd alaris and alaris devices, leading to device failure, patient injury, or even death. The suspect pump module was inspected with a third-party latch assembly. This was an incidental finding and did not correlate to the reported issue. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported channel disconnect is being attributed to a contaminated right iui connector on the suspect pump module. Note that imdrf annex a0401, a050502, a1801, a0404, a0709, c0601, c07, c16, d15, d01, d0301 and g02017, g04037, g04067, g0301201, g0301204 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that during an amiodarone infusion the pump experienced channel disconnect when bumped. Once issue was identified, the channels were quickly changed from the left to the right side of the brain which resolved the issue. The event occurred at 1953. There was patient involvement and no harm.

Event description:
It was reported that during an amiodarone infusion the pump experienced channel disconnect when bumped. Once issue was identified, the channels were quickly changed from the left to the right side of the brain which resolved the issue. The event occurred at 1953. There was patient involvement and no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during an amiodarone infusion the pump experienced channel disconnect when bumped. Once issue was identified, the channels were quickly changed from the left to the right side of the brain which resolved the issue. The event occurred at 1953. There was patient involvement and no harm.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number#(B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) per investigation report. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available correction: medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model #, concomitant med prod data and device manufacture date additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.